Event description:
Customer reported that they failed to detect an anti-kell while performing a proficiency study. Customer stated that they usually use 0.8% selectogen (two cell screen). However, their replacement product was 0.8% surgiscreen (3 cell screen). Customer performed testing with cells 1(k-k+) and 2(k-k+). Customer failed to use cell 3 (k+k+). Customer states that no patient testing was performed. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Complaint was received beyond the dating of the product. Customer performed testing with cells 1 and 2. Both these cells were negative for the kell antigen. Therefore, no reactivity would be expected.